Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and no recurrence of the malfunction code was reported. The customer was advised to continue using the pump and to call back if any malfunction codes recur, which the caller acknowledged and understood.